Manufacturer narrative:
This unit was repaired by the service center; they replaced the power cord and returned to customer. The issue of exposed wires on this product is assessed under (B)(4).

Event description:
The customer reported to customer service that, during inspection, their bio-med technician discovered that the power cord of the vario 18 ac/dc had damaged insulation. Upon receipt at medela, the service center discovered exposed wires, which is a potential for injury.